Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following information, omsc presumed the cause of the event was that the injection tube or silicone rubber products used in the endoscopy room accidentally went inside. According to the inspection results of the device, there was a yellow foreign material in the air/water nozzle. IFU states the following description. During reprocessing, feed water to the air/water channel to clear the blockage. Use a sponge or gauze to clean distal end, with care to the nozzle opening. According to the similar complaint, a part of the injection tube or silicone rubber products used in the endoscopy room accidentally got into the air/water channel.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the nozzle had yellowish foreign material and was clogged. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.